Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error. There was no reported adverse impact to customer. During troubleshooting with tandem technical support, the pump was reset and the customer was able to start a new cgm session successfully.